Manufacturer narrative:
Only the silex implant removal tool was returned for evaluation. The silex implant removal tool was received in a condition making evaluation impossible. The root cause cannot be reliably determined based on the information available for evaluation.

Event description:
The surgeon, dr. (B)(6), was revising a sacro illiac fusion of the si joint on (B)(6) 2016. He had to remove a silex 50mm by 12.5mm screw due to patient pain. The surgeon engaged the silex removal tool with the screw and deployed the flanges, then as he turned the tool to remove the screw the silex screw removal instrument was broken near the distal end; the removal tool's flanges and end piece snapped off inside the patient, while engaged with the screw. The surgeon was able to get the broken tool fragments out and used a screwdriver to remove the 50mm by 12.5mm screw. The surgeon then placed a 40mm by 12.5mm screw as a replacement for the longer screw that had just been removed. The patient was not injured due to the breakage of the instrument. The instrument and fragments were returned to the manufacturer for evaluation.